Event description:
An aneurx abdominal stent graft system was implanted in patient for the endovascular treatment of an abdominal aortic aneurysm approximately 44 months ago. It was reported that approximately 1 month ago, CT demonstrated that graft had migrated 30 mm distally, resulting in a type I endoleak. The aneurysm size currently is 60 mm. At the time of migration, the aortic neck was reverse funnel shaped and 23 mm in diameter. The physician elected to implant two aneurx cuffs and one talent cuff to successfully resolve the migration and endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention - eval results - endoleak, graft migration.